Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported that during insertion, the spring wire guide (swg) unraveled. Additional information received on 10/15/08 confirmed that the swg was removed in its entirely, and there were no reported complications to the patient.